Event description:
Spinal tray tetracaine exp. #3-1-93 - lot #62-152-dx some trays do not work at all - some for very-very short duration & some for app/hr. Even with epinephine added. Pt prepared for spinal-sitting position, postive gsp fluid flow before & after injection very poor results needing another injection & these lest one to 1 1/2 hrs. Only some trays do not work at all, has happened since we've been using this lot#.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.